Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. It was stated the device generated a result of "lo" when an un-dosed test strip was inserted into the meter. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.